Event description:
A pt was sent to a hosp following cbc results obtained from the coulter act diff analyzer. The pt was redrawn at the hosp and upon data review, it was noted that hemoglobin (hgb) result obtained from the act diff analyzer was lower than the hospital's result. Act diff analyzer hgb result - 11.2g/dl. Hosp hgb result - 12.4g/dl. Based on info provided, there was no death or injury and pt treatment was not impacted.

Manufacturer narrative:
Qc is run once per day and was run before and after the event, and results were within specifications. The specimen in question was collected via fingerstick in a ram scientific, 125 ul collection device and run within 3 minutes of draw. A field svc engineer (fse) was dispatched to the customer's lab: the fse verified and validated the instrument and found no instrument related problems. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report. (B) (4).